Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence gastroint estinal/pelvic floor. It was reported that the patient's current implant had been wonderful placement-wise, but they had a few instances where they weren't able to make it to the bathroom, so they turned the stimulation up around april and they never turned it back down and everything was fine but the last month and a half, they started to feel a vibration all the time when they sat down or stood up and it was uncomfortable and keeping them awake. The patient stated the vibration was felt on the side and all the way down their leg to their foot. The patient denied having had any falls or traumas that would have led to the issue and stated they thought it was the stimulator (and not the other possibility they'd considered of a pinched nerve) because it was like a vibration and it wasn't like a hurt or anything like that, it was more a discomfort/ache. The patient stated they would have thought their spouse could have felt it if they put their hand over where the patient was feeling the vibration because the vibration was so strong, but the patient's spouse hadn't been able to feel it. The patient stated they'd already tried turning the stimulation down this morning to a .9 ma and they wanted to know how long it would take for the sensation to stop. The patient stated before they increased in april, they had been at .5 ma and then they'd gone up double the amount in the stimulation and was ok up until a month and half ago when the vibration started. The patient wondered if they should turn the stimulation down to .6 ma and noted they were afraid to turn the therapy off because they'd had such "terrible issues" prior to having the implant so they didn't want to go back to that. Stimulation considerations and programming considerations were reviewed with the patient and the patient was redirected to follow up with their managing healthcare provider (hcp) to further address the issue but also reviewed the patient could try turning the stimulation off to see if that helped to resolve the issue or if it was still bothersome. In regards to the patient's inquiry about decreasing down to 0.6 ma, the role of the manufacturer was reviewed with the patient and the patient was going to try decreasing the stimulation a little more or turning it off and would monitor their symptoms. They were going to reach out to their managing hcp about their concerns and follow up if the issue persisted.